Event description:
Health professional reported a pt "with an alleged problem with a lap-band port." Follow up with the reporter indicated a seroma that was later drained. Shortly thereafter, the wound dehisced with additional drainage from the wound. It was reported that the wound never healed after surgery, subsequent call revealed the issue is a port extrusion. The port will be returned if it is removed. Device removal and return pending at this time.

Manufacturer narrative:
Taper ii. (B)(4) - wound drainage. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Wound dehiscence and wound drainage, infection, and the formation of a seroma, are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Device labeling addresses the possible outcome of wound complications as follows: "specific complications of laparoscopic surgery can include in damage (some times requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Additional labeling: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body.